Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (patient death) was confirmed. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The open r781 resistor is consistent with the patient receiving an external defibrillation while wearing the lifevest. Device manufacture date: monitor 07/09/2015, belt 05/15/2018.

Event description:
A us distributor contacted zoll to report that a patient had passed away in the hospital while wearing the lifevest on (B)(6) 2021. Per clinical review of the continuous ECG recordings, the device was started up at 16:00:02 on (B)(6) 2021. An arrhythmia was detected at 20:24:43. ECG shows sinus rhythm with bigeminy and CPR/motion artifact degrading to vt at 180 bpm with CPR/motion artifact. The patient received the first non-lifevest defibrillation at 20:24:55, 16 seconds into the defibrillation sequence. Rhythm at the time of treatment was vt at 180 bpm. Post-shock rhythm was 3 seconds of asystole with nsvt. Detection stopped at 20:25:08. The patient received the second non-lifevest defibrillation at 20:25:11. Rhythm at the time of the treatment was nsvt. Post-shock rhythm was vf with CPR/motion artifact. Per the continuous ECG recordings, the patient received 5 more non-lifevest defibrillations. The third defibrillation occurred at 20:27:11. Rhythm at the time of the treatment was vf with motion artifact. The post-shock rhythm was vt at 200 bpm with CPR/motion artifact. The patient was in vt/vf for approximately 1 minute 51 seconds before receiving the defibrillation. The patient remained in vt/vf with CPR/motion artifact until the fourth non-lifevest defibrillation at 20:31:11. Rhythm at time of treatment was vf. Post-shock rhythm was asystole transitioning to vt at 100 bpm with CPR/motion artifact. The patient was in vf/vt for approximately 3 minutes 44 seconds before receiving the defibrillation. The rhythm then transitions to bradycardia at 30 bpm degrading to asystole with CPR/motion artifact. The rhythm then transitions again to nsvt. The patient received a fifth non-lifevest defibrillation at 20:46:57. Rhythm at time of treatment was vf with CPR/motion artifact. Post-shock rhythm was asystole. The rhythm then transitions to vt at 200 bpm. The patient was in vf for approximately 8 seconds before receiving the defibrillation. The patient received the sixth non-lifevest defibrillation at 20:47:20. Rhythm at time of treatment was vt at 200 bpm. Post-shock rhythm was asystole. The patient was vt for 18 seconds before receiving the defibrillation. The rhythm then degrades to vt at 150 bpm. The patient received the seventh non-lifevest defibrillation at 20:48:02. Rhythm at time of treatment was vt at 150 bpm. Post-shock rhythm was asystole. The patient was vt for 17 seconds before receiving the defibrillation. The patient was then seen in asystole with nsvt. The rhythm then degrades to vt from 150 bpm slowing to vt at 120 bpm degrading to asystole. The rhythm then transitions to an idioventricular rhythm at 40 bpm with CPR/motion artifact from approximately 20:25:20 until the electrode belt disconnection at 20:59:05 on (B)(6) 2021. CPR/motion artifact, heart rate at or below the threshold for treatment, the patient not being the detection sequence long enough for the lifevest to deliver a treatment, and nsvt prevented the lifevest from treating the patient from approximately 20:25:20 until the electrode belt disconnection at 20:59:05 on (B)(6) 2021. The patient passed away in the ER (emergency room) on (B)(6) 2021.